Manufacturer narrative:
Based on the information collected to date and the provided problem description, it was claimed that the ventilator failed multiple tests during pre-use check. Moreover, the air gas module was contaminated with water. According to technician statement, it was determined that the device failed internal leakage and flow transducer tests during pre-use check and that water entered the air gas module. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user manual for servo-s, supplied gases shall meet the requirements for medical grade gases according to applicable standards. The maximum level of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. To conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part was available for further analyze. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: 1155842